Manufacturer narrative:
(B)(4). The same day as onset of the peritonitis event (previously reported as two days after onset) the patient began treatment with cefazolin and gentamicin for peritonitis. Additional information:. The cefazolin and gentamicin were discontinued after nine days. The following day the patient began treatment with intraperitoneal (ip) vancomycin 1g per day for twelve days and ip amikacin 300 mg per day for twelve days for the bacterial peritonitis. The cause of the peritonitis was unknown (previously reported as not reported). Twenty-two days after onset the pd catheter was removed. Thirty-one days after admission the patient was discharged. At the time of this report the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy fluids. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event two days after onset. The same day as hospitalization the patient began treatment with intraperitoneal (ip) cefazolin 2 grams per day (duration not reported) and ip gentamicin 80 milligrams per day (duration not reported). Treatment with cefazolin and gentamicin was ongoing. Dianeal therapy was ongoing. At the time of this report the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.